Event description:
Allegedly, during a gyne lap procedure, doctor noticed a foreign object in pt. They checked outer tube and found locking arcs from inside distal end of tube were missing, the doctor retrieved one and flushed the site thoroughly but hospital did not confirm whether 2nd piece was flushed out. Procedure was completed.

Manufacturer narrative:
The locking sleeve inside the distal tip of the outer tube has broken off which consists of 2 arc shape metal pieces, also there are nicks and cuts on the shaft insulation. The instrument has been in use for 3 years; damage may be due to wear of long usage.